Manufacturer narrative:
Initial reporter- facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against left device. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿creases is observed. ¿wear abrasion is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b.5, b.6, d.9, h.3, h.6.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against left device. Healthcare professional later reported "hole in valve" due to "puncture per allergan instructions" as damage caused by explant surgery. Device has been explanted.